Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage to the rim, polar boss, and both inner / outer spherical surfaces. Outer spherical surfaces show witness marks from screw heads imbedded. Polar boss both have deformation and gouges. Nicks, gouges, and scratches were noted on the spherical surfaces. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01602.

Event description:
It was reported that patient underwent left total hip revision due to unknown reasons. No additional information.